Manufacturer narrative:
Product complaint (B)(4). Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, prior to use, the physician opened the packaging of an EU 4.5x22mm stent 12 mm dw tip intracranial stent and removed the device from dispenser hoop. It was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in patient. The physician switched to a new stent to complete the surgery. There was no patient injury as the device was not clinically used. Additional information received on 09-nov-2023 indicated that there were no packaging issues. The inner pouch was securely sealed. There was no excessive force used when removing the device from the hoop. The device was stored and prepped as per the instructions for use (IFU).

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, prior to use, the physician opened the packaging of an EU 4.5x22mm stent 12 mm dw tip intracranial stent and removed the device from dispenser hoop. It was found that the stent was released automatically. The stent body was separated prematurely from the delivery wire. The device was not used in patient. The physician switched to a new stent to complete the surgery. There was no patient injury as the device was not clinically used. Additional information received on 09-nov-2023 indicated that there were no packaging issues. The inner pouch was securely sealed. There was no excessive force used when removing the device from the hoop. The device was stored and prepped as per the instructions for use (IFU). One photo accompanying the complaint file shows that the stent is no longer attached to the delivery system, and it was not shown in the picture. Only the distal portion of the delivery wire was shown and no abnormalities were noted. The rest of the device is not observed in the photo. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8129995. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no CAPA activity is required. The issue regarding a stent released prematurely was confirmed based since the stent was noted to be already released from the delivery system. This investigation was performed based only on the photo provided. The device was reported as discarded. No further evaluation of contributing factors can be conducted. The instructions for use (IFU) do contain the following recommendations: ¿ carefully place the dispenser hoop into the sterile field. ¿ remove the delivery wire from the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ do not partially deploy the stent from the introducer. ¿ confirm that the delivery wire does not move relative to the introducer during the removal of the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. ¿ confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.